Event description:
It was reported that the patient was shocked several times by the device since it was implanted. The patient is dissatisfied with the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.